Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single-port needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. Visual inspection was performed, and no damage was observed. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the single-port needle driver (np) moved in an unwanted direction. There was no fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no external collision, shakiness, or friction. The customer used a backup instrument to continue with the procedure. There was no patient injury as result of the event.